Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed a rash while treating with the orthopak device. The patient was wearing the electrode and cover patches on his clavicle. The patient was seen by his doctor. He may be allergic to the cover patches. The patient developed a red itchy rash with bumps while using the 72r electrodes. The patient stated that the electrodes were changed everyday and he rotated the position on his skin. The patient treated the skin with neosporin cream. He has very sensitive skin. His doctor recommended that her should stop wearing the pad. The patient was advised to take a break in treatment until his skin is completely healed then conduct a time test at 1 hour increments starting with 63b electrodes. It was reported that no further information is available.

Event description:
It was reported that the patient developed a rash while treating with the orthopak device. The patient was wearing the electrode and cover patches on his clavicle. The patient was seen by his doctor. He may be allergic to the cover patches. The patient developed a red itchy rash with bumps while using the 72r electrodes. The patient stated that the electrodes were changed every day and he rotated the position on his skin. The patient treated the skin with neosporin cream. He has very sensitive skin. His doctor recommended that her should stop wearing the pad. The patient was advised to take a break in treatment until his skin is completely healed then conduct a time test at 1 hour increments starting with 63b electrodes. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.